Manufacturer narrative:
The following other devices were also listed in this report: tri rm/ll tib aug sz4 5mm; cat# 5545-a-402; lot# er7he0d, tri ts baseplate size 4; cat# 5521-b-400; lot# kthka, triathlon ps fem component, cemented; cat# 5515-f-402; lot# mdpad, triathlon symmetric x3 patella; cat# 5550-g-319; lot# 07kw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
This event was reported via sus voluntary event report #mw5060010. The following is the pertinent information quoted from this report: ¿¿I received a stryker triathlon x3 total knee replacement that occurred on (B)(6) 2014, resulting in ¿ knee infection (B)(6). That required an additional 6 surgeries¿ removal of the total stryker triathlon knee during surgery 5 and replaced with a different manufacturers (B)(4) ¿ I have lost¿ range of motion, lots of internal scaring with adhesions and constant pain with swelling still to this date¿¿

Manufacturer narrative:
Concomitant medical products: simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mgv055. An event regarding infection involving an unknown insert was reported. The event was confirmed. Method and results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: "no examination of any explanted stryker components and no description or x-ray evidence of any loosening or failure of the stryker components is provided. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical problem related to a periprosthetic infection management case. Correspondence from stryker orthopaedics indicates that none of the stryker orthopaedic components used in this patient¿s case were subject to a recall." Conclusions: the investigation concluded that patient was revised due to infection, however, the exact cause could not be determined. Review of medical records indicated: "no examination of any explanted stryker components and no description or x-ray evidence of any loosening or failure of the stryker components is provided. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical problem related to a periprosthetic infection management case. Correspondence from stryker orthopaedics indicates that none of the stryker orthopaedic components used in this patient¿s case were subject to a recall." A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
This event was reported via sus voluntary event report #mw5060010. The following is the pertinent information quoted from this report: ¿¿I received a stryker triathlon x3 total knee replacement that occurred on (B)(6) 2014, resulting in ¿ knee infection (B)(6). That required an additional 6 surgeries¿ removal of the total stryker triathlon knee during surgery 5 and replaced with a different manufacturers (B)(4) ¿ I have lost¿ range of motion, lots of internal scaring with adhesions and constant pain with swelling still to this date¿¿